Event description:
Technical services received a call on 04/19/2011 from sales rep. Reported that the lead has high threshold measurements. No physician or hospital unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).